Event description:
Reporting status: death. Reporting rationale: dissection requiring medical intervention; subsequent death. Device issue: no device malfunction has been reported. It was reported that the pt was quite sick, and had undergone two previous cabgs and over 20 interventions. There was an attempt to treat the pt a week earlier by ballooning; however, was unable to balloon because the pt's vessels were so diseased. During ablaton with the atherectomy burr, rotolink plus kit, the device got caught in an unnamed stent that had been previously placed. The physician had difficulty retrieving the burr, and ended up using the following devices during attempts to retrieve the burr: two pilot guide wires, asahi miracle bro 4.5 guide wire, 3.5x8mm voyager, and another company's 1.5 balloon. After retrieval of the burr a dissection was noted, which required add'l pti. The dissection was thought to have been caused by the attempts to retrieve the burr. Although it is unclear at this time which device or devices contributed to the dissection. A 3.0 and 4.0 nc voyager balloon were advanced to the target lesion for pre-dilatation. Four promus stents were placed; however, stenting of the target lesion caused no reflow distally. It appeared that some of the debris from stenting may have made this no reflow worse. To try to combat the no reflow, a new guide wire was placed distally along with a 1.5 mm balloon and beyond the stented area, gave direct doses of verapamil, adenosine, nitroglycerin, and finally 3-mg of tpa. Because of the no reflow, we also placed a balloon pump in the right femoral site, as that catheter had been removed earlier. It was apparent that there was nothing further that we could do to try to improve the no reflow. While the distal vessel did opacify, it clearly did have impaired flow and more of a timi-1 flow. The pt became nauseous during the procedure. The pt was then transferred to the ICU for further management. Pt left the cath lab intubated and died three days later. No add'l info is available.

Manufacturer narrative:
The second hi-torque pilot guide wire indicated is being filed under the same MFR number.